Event description:
It was reported that the bd maxzero¿ multi-fuse extension set with needleless connector snapped apart when removing it from the packaging. This occurred with 4 different sets. The following information was provided by the initial reporter: "we have had numerous problems on different patients with them breaking. While opening package and pulling bifuse out of the packaging it got caught and easily snapped apart. Pull on other side of bifuse to see if it would come apart easily as well and it did."

Manufacturer narrative:
Investigation summary: the sample is not available for return after a mix-up occurred. The samples never got to the investigation lab and thus an investigation could not be performed. Device history record review for model mz9265 lot number 22045768 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation.

Event description:
It was reported that the bd maxzero¿ multi-fuse extension set with needleless connector snapped apart when removing it from the packaging. This occurred with 4 different sets. The following information was provided by the initial reporter: "we have had numerous problems on different patients with them breaking. While opening package and pulling bifuse out of the packaging it got caught and easily snapped apart. Pull on other side of bifuse to see if it would come apart easily as well and it did."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.